Event description:
The customer states that the "philips cardiac monitor is not alarming when spo2 is low. Spo2 is supposed to alarm if it goes below 88%. Device did not alarm until it was down to 79%." No patient harm was reported.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.